Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary artery treatment procedure a balloon rupture occurred. Vascular access was gained via the right femoral artery. The denovo 80% stenosed target lesion was located in the mildly calcified proximal left anterior descending artery with a length of 25 mm and reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation, using a 3.0x9mm maverick2 monorail balloon. The balloon did not fully expand on the initial inflations to 12 atm for 30 seconds. On the second inflation of 12 atm, the maverick2 monorail balloon ruptured. The balloon was removed and a 2.50x32mm promus element study stent was successfully implanted with post dilatation with a residual of 0% stenosis. The patient was discharged two days post procedure on aspirin and clopidogrel.